Event description:
The user failed a salicylate proficiency testing for three samples. Initial results are in mg per l. Sample 1 initial result was 394.0, sample 2 initial result was 390.0, and sample 3 initial result was 24.0. The acceptable result was 0 mg per l for all 3 samples. The user repeated the samples on (B) (6) 2009 with the following results in mg per dl: sample 1 =38.2, sample 2=37.8, and sample 3=2.0. The user also sent the samples to another lab for testing and all showed no salicylate present. No numeric data was provided. If add'l info is received, appropriate notification will be provided.